Event description:
Same case as MDR ID: 2134265-2014-03285. It was reported that guide wire entrapment occurred. The target lesion details are unknown. After an unspecified stent was successfully implanted, post-dilation was performed with the 20mm x 3.00mm nc quantum apex balloon catheter. During removal, the balloon catheter was locked up on the choice pt extra support guide wire. The devices were removed with difficulty noted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).